Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated that her wear time was daily when she was using the sur-fit natura moldable durahesive skin barrier (411802), but has increased to six (6) days since she began using the sur-fit natura durahesive moldable convex skin barrier (404592). She stated the rash began about four (4) months ago. The end user went to her primary health provider and no treatment was prescribed. She cleans her skin with baby wipes and water, and then applies a new appliance. End user was instructed to first perform skin care, crusting using stomahesive powder and to then use the protective barrier wipes. The end user was advised to follow-up if she has any concerns or questions. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.

Event description:
End user irritation to peristomal skin under the mass located in the right lower quadrant from the 3 to 9 o'clock position, with occasional bleeding.